Event description:
It was reported that procedure was to treat an occluded superficial femoral artery via femoral-to-femoral crossover approach using a 45cm 6french sheath. Recanalization was performed followed by predilation with a 5x150mm unspecified drug-eluting balloon (deb). Flow improved with a non-flow limiting dissection visible. During deployment of the first 6.0x150mm absolute pro self-expanding stent (ses), the thumbwheel was stiff, would not move, with no visible deployment seen under fluoroscopy. It is believed that the proximal part of the stent partially deployed and when removed, more of the stent was unintentionally exposed. During deployment of the 6.0x100mm absolute pro ll ses, it partially deployed and resistance was also met with the thumbwheel unable to further deploy and was ultimately removed. Post-dilatation with a 5mm deb was sued to complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. An attempt was made to rotate the thumbwheel, however the thumbwheel would not rotate, confirming the reported activation failure and reported mechanical jam. The handle halves were then opened. The sheath was separated from the distal end of the shuttle. The right-hand and left-hand side of the proximal spool axil pins were smashed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no other similar complaints reported for this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy and/or inadvertent mishandling resulted in the noted multiple kinks on the stent sheath resulting in preventing the shaft lumens from moving freely; ultimately resulting in the reported/noted mechanical jam and the reported/noted activation/deployment failure. Further manipulation of the compromised device resulted in the noted device damages (bent stent implant, separated sheath, and smashed spool axel pins) further contributing to the reported/noted difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
Subsequent to the previously filed report, it was corrected that the 6.0x150mm stent is an absolute pro ll and the 6.0x100mm stent is an absolute pro. No additional information was provided.